Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving an alert for non-sustained lead noise due to crosstalk. Programming changes were recommended.